Event description:
On (B)(6) 2026 it was reported that patient knocked tracheostomy with mitts in situ, which led to tracheostomy inner cannula snapped into three parts. The white ring became detached and there was a fragment left in situ. Clamps had to be used to retrieve the remaining inner cannula body from within the tracheotomy tube to ensure it didn't migrate into the trachea. No health effect on the patient.

Manufacturer narrative:
According to the complaint description the patient knocked tracheostomy with mitts insitu and tracheostomy inner cannula snapped into three parts the white ring became detached and there was a fragment left in situ. A photo/sample was requested but not received up to date. Therefore, a theoretical investigation was conducted. Tracing of the lot number related to the complaint revealed no recurrences of the same issue within the batch; incoming goods inspection and production data are inconspicuous. No clear results available based on the lack of furhter details and photos of the defect tube or the return of the affected tube.